Manufacturer narrative:
(B)(4). No conclusion code available. Failure event observed during analysis. Final analysis found a partial lead was returned in two segments for analysis. External insulation abrasion was noted at 7.8-10.5cm from the connector pin, consistent with lead friction to the ICD can. The silicon insulation was intact at this location.

Event description:
This report is to advise of an event observed during analysis.